Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device received multiple inappropriate shocks; although patient reportedly in ventricular tachycardia (vt). Data was reviewed by boston scientific's technical services whom confirmed a total of 12 episodes; however, assessment was unable to conclusively determine if all system shocks were of an appropriate nature consistent with the vt. The field representative confirmed there had been no successful dft testing post implant and the device currently programmed in primary sense vector with a conditional zone at 190 bpm and a shock at 240 bpm. Five of the 12 episodes did result in therapy exhaustion- no adverse patient effects were reported and shock impedance measurements were normal. To date, no system intervention has been performed and no other anomalies reported.